Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Functional testing was performed with no issues noted. Visual inspection was performed with naked eye and magnification revealed a damaged main body and patient adapter. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned transfer set, a baxter technician determined that the main body and adapter were damaged. There was no patient involvement. No additional information is available.